Event description:
The surgeon was performing a unicondylar knee replacement with the robotic arm interactive orthopedic system (rio). During the procedure, the surgeon was unable to register the femur using the rio. The surgeon determined that the proper course of action was to complete the surgery using standard manual technique with another company's unicondylar knee implant. Upon exposure of the knee joint, the surgeon noted advanced osteoarthritis and decided to convert to a total knee replacement.

Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical with regards to the robotic arm interface orthopedic (rio). The results of the investigation revealed that the root cause for the failed femoral registration was due to movement of the femoral tracking array after the patient landmarks were collected using rio.